Event description:
It was reported that during a generator change procedure it was requested to review lead trends for this patient. Technical services (ts) reviewed and noted that this right ventricular (rv) lead exhibited gradual risen shock impedance measurements out of range. Ts provided information related to this issue and referred to warranty department to assist with answering questions about coverage specifics for this rv lead. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator change procedure it was requested to review lead trends for this patient. Technical services (ts) reviewed and noted that this right ventricular (rv) lead exhibited gradual risen shock impedance measurements out of range. Ts provided information related to this issue and referred to warranty department to assist with answering questions about coverage specifics for this rv lead. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.